Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had motor error, motor position encoder error and motion sensor test failure alarm. Customer's blood glucose value was unknown at the time of the incident. It was reported that they were able to rewind. The device will be returned for analysis.